Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The software was reloaded. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit alarmed alt o2 following boot-up. There was no report of patient involvement.